Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer¿s ilet screen was unresponsive and appeared off until the device was placed on the charging pad, after which a ¿charge ilet¿ message displayed and normal navigation resumed. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer troubleshooting and education, including device charging and functional verification by the user. Investigation of this case revealed that the device responded to power restoration, consistent with a depleted battery leading to a transient unresponsive screen, with no recurrent malfunction observed after charging. It was concluded, based on previously established findings for similar reports, that the cause was user device power depletion.